Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over. The user stated that the order was entered and it took more than 22 mins to crossover to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer waited for 22 minutes and was not shown to pull the medication in the pyxis. A technical support specialist (tss) confirmed that the order for tranexamic acid was processed correctly by the es server and should have been available on the station. The delay in visibility on the pyxis device appeared to be related to workflow factors, including the patient¿s admit-discharge-readmit sequence and the short effective timing window for the one-time dose. The system functioned as intended after the technical support specialist investigated the issue.